Manufacturer narrative:
(B)(4).

Event description:
It was reported by nurse that a vns patient's caregiver is convinced that her daughter's seizures got worse since the vns was implanted (even before the generator was switched on). Additional information was later received from the nurse, indicating that the patient's seizures are not down to the vns; it is her epilepsy deteriorating just before the vns was implanted. It was reported that the increase in seizures began in (B)(6) 2015, before vns was implanted. It was reported that the vns device was turned on by another nurse. Pediatric nurses report a good response to vns but the patient's seizures increased around the same time/just before; so vns was increased slowly. It was reported by a nurse that the vns was ok when checked last time; the impedance was within normal limit. No anomalies in patient current settings. It was reported that the device was programmed to output current: 1.75ma / frequency: 20hz / pulse width: 250 sec / on time: 30sec / off time: 1.1min and mag output current: 2.25ma / mag on time: 30sec / mag pulse width: 250 sec. Threshold for auto stimulation: 40%. No known change of medication which could have influenced vns response. It was reported that following the report of patient's increase in seizures, the vns settings and the aeds have been increased. No additional relevant information was provided to date.

Event description:
It was reported by nurse that a vns patient's caregiver is convinced that her daughter's seizures got worse since the vns was implanted (even before the generator was switched on). Additional information was later received from the nurse, indicating that the patient's seizures are not down to the vns; it is her epilepsy deteriorating just before the vns was implanted. It was reported that the increase in seizures began in (B)(6) 2015, before vns was implanted. It was reported that the vns device was turned on by another nurse. Pediatric nurses report a good response to vns but the patient's seizures increased around the same time/just before; so vns was increased slowly. It was reported by a nurse that the vns was ok when checked last time; the impedance was within normal limit. No anomalies in patient current settings. It was reported that the device was programmed to output current: 1.75ma / frequency: 20hz / pulse width: 250usec / on time: 30sec / off time: 1.1min and mag output current: 2.25ma / mag on time: 30sec / mag pulse width: 250usec. Threshold for auto stimulation: 40%. No known change of medication which could have influenced vns response. It was reported that following the report of patient's increase in seizures, the vns settings and the aeds have been increased. No additional relevant information was provided to date. Review of manufacturing records confirmed all tests passed for the concerned lead and generator prior to distribution.